Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of slow ventricular tachycardia (vt) were observed on the device, however, the device did not provide corrective therapy due to the currently programmed settings. The device was reprogrammed to resolve the event. The patient was in stable condition.